Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. Logs suggest the event occurred on 02/07/2025. Errors included low o2 supply faults (2020), and patient disconnects (2100), potentially influenced by patient coughing or asynchronous breathing. The device passed stress testing and internal inspection with no internal communication type faults. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device displayed "internal comm failure- 1172"and "internal comm failure- 1174" error messages. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant indicated that the patient subsequently expired.